Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 064 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings:the black box and alarm history showed call service 064 errors (motor error occlusion during prime). This error was replicated consistently during investigation. The pump was opened to inspect the motor related components and the motor/gearbox was loose from the assembly.